Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an upgrade procedure oversensing of noise leading to pacing inhibition was seen on the right ventricular (rv) pace sense channel. The pace sense portion of the shocking lead was removed from the header of the cardiac resynchronization therapy defibrillator (crt-d) and air was let out of the seal plug. When the lead was placed back into the header of the crt-d, noise was once again noted. The physician suspected a possible seal plug issue with the crt-d. The device was attempted and not implanted. The rv lead remained in service with the new crt-d. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Microscopic visual inspection found a hole in the seal plug. Analysis determined that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.